Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was defective main batteries. The main batteries have been replaced. Additional: a service history review revealed that the device has not been previously serviced for the reported condition. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of (B)(6) 2010. Baxter continues to support the product in the latin america region and will do so until parts remain available. Baxter will continue to collect product complaints but periodic monitoring/trending and analyses of the u.s. Complaints will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events to assess the impact on patient safety.

Event description:
A baxter service technician reported finding a flo-gard infusion pump that failed the battery operation test (step 9.15). This event occurred during product evaluation and may have interrupted delivery. There was no patient injury or medical intervention necessary. No additional information is available.